Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated. The complaint could not be confirmed. The drive shaft of the unit had been badly bent, and could not be attached to a motor to perform a temperature assessment. This condition is indicative of improper handling. (B)(4).

Event description:
A report received from the USA stated the device experienced overheating issue. The device was not being used during surgery. No pt or user injury was reported. No additional information was provided.